Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use and while still in the packaging, the implantable cardioverter defibrillator (ICD)&#2071;ent into elective replacement indicator (eri). The battery longevity was less than expected. The ICD detection was turned on inadvertently and delivered several shocks depleting the battery. The device was removed from circulation. There was no patient involvement in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.